Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and subsequent hyperglycemia. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16. Using the pod 5 / page 55: before applying a new pod, you must first select an appropriate infusion site. Due to ease of access and viewing, the abdomen is often used. Your healthcare provider may suggest other potential sites that, like the abdomen, typically have a layer of fatty tissue, such as the hip, back of upper arm, upper thigh, or lower back (figure 5-13 and figure 5-14 on the next page). Caution: change the site each time you apply a new pod. A new infusion site should be at least 1" away from the last site. (Using the same location repeatedly may reduce insulin absorption.) Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site (abdomen) while wearing the device longer than 48 hours. The patient was seen by a physician and prescribed an antibiotic as treatment. It should also be noted that the patient attributed their blood glucose reading of 400 mg/dl to the infection.